Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The suture was returned intact, the reported suture break could not be confirmed. Inspection of the returned device indicated that both cuffs successfully captured the needles during the plunger deployment, but the anterior cuff became detached from its needle tip while retracting the needle plunger to retrieve the suture as evidenced by broken and bent anterior cuff tabs. Cuff tabs measure one one-hundredth (0.01) of an inch square. Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. Cuff-to-needle tip detachment would have resulted in a failure to retrieve the suture and could appear very similar to the reported suture break. Based on visual and functional analysis of the returned device, the probable cause for the anterior cuff-to-needle tip detachment could not be determined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the investigation, there does not appear to be any indication of a product quality deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide, with a 6fr sheath, after an diagnostic procedure. Reportedly, a suture break occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.